Manufacturer narrative:
FDA MDR reporting precedence no longer applies. Report submitted as cancellation report based on low risk of failure mode indicating no potential for serious injury if the malfunction were to recur.

Event description:
Device evaluated (B)(6) 2021: shuttle cap broken. FDA MDR reporting precedence no longer applies. Report submitted as cancellation report based on low risk of failure mode indicating no potential for serious injury if the malfunction were to recur. When they had removed the red security button they forwarded the stent. Upon release the instrument made a "crunch" sound and stopped to work. They removed the stent from patient and no harm was done. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
When they had removed the red security button they forwarded the stent. Upon release the instrument made a "crunch" sound and stopped to work. They removed the stent from patient and no harm was done. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.